Event description:
It was reported that during a right shoulder bicep tenodesis, subacromial decompression and double-row rotator cuff repair, the tip of the needle broke and remains in the patient. According to the reporter, an x-ray was performed and confirmed the location of the tip; in the patient¿s tendon. The reporter stated that this is the first time this problem has happened at this facility and with this surgeon. Patient is doing ¿great¿. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.the most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows:warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.